Manufacturer narrative:
Updated: d9, h3, h6 (type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
The customer reported a malfunction involving one nebulizer compressor unit, stating that the unit "reported low/no pressure and trouble aerosolizing the medication" on (B)(6) 2026. The customer stated that the device was tested and confirmed that the unit "did in fact have pressure lower than 30 psi." There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The customer reported a malfunction involving the nebulizer compressor unit, stating that the unit "reported low/no pressure and trouble aerosolizing the medication."